Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional four absolute pro vascular devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the a hole was noted on the sterile pouch of five absolute pro vascular stent delivery systems at a distribution center. These were not used in a patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported packaging damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported packaging issue and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.